Manufacturer narrative:
We received one vamp jr. System for examination. The reported event of "tubing disconnected from the stopcock" was confirmed. The tubing had been detached from the bond joint with a vamp reservoir stopcock. Indications of bonding solvent were evident on a few locations of tubing bond surface area. The tubing outer diameter was measured near the point of detachment and was found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, part of the distal tubing disconnected from the stopcock connector. No patient injury as the nurse was in the room and observed the detached tubing. Patient demographic information requested but not unavailable.

Manufacturer narrative:
Other possible lot number 60215103, manufacture date 11/03/2015, expiration date 11/02/2017.